Event description:
Dealer states the crossbrace is broken where the pivot link connects to. Not sure how happened. Unaware if user was using chair when happened. Usage since (B)(6) 2011. Uses indoors and out doors.